Event description:
It was reported that patient underwent a right total knee arthroplasty on unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information

Event description:
It was reported that patient underwent a right total hip arthroplasty on unknown date. Subsequently, a revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch

Event description:
It was reported that patient underwent a right total knee arthroplasty on unknown date. Subsequently, a revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; initial reporter - unknown; PMA/510(k) number / manufacture date ¿ unknown.